Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing bent event on 04-nov-2024. No further information was available.